Manufacturer narrative:
Literature citation: hu, x. Et al. Comparison of the treatment efficacy of herpes zoster neuralgia with temporary spinal cord stimulation at different sites. Front. Neurol. 16, 1551164 (2025). Continuation of d10: product ID 3873, lot # unknown, serial# implanted: explanted: product type screening device, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three patients experienced lead migration. The patients had their leads removed in less than one week and were noted to have shown no obvious discomfort. It was noted that two patients' leads were implanted for temporary dorsal column stimulation (tdcs) and one patient for temporary dorsal nerve root stimulation (tdnrs). No further complications were reported or anticipated. Please see the attached literature article.